Event description:
Patient reported "capsular contracture baker grade iii" and "textured" against left device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, wear abrasion, underweight, crease fold, part of the shell is missing, brown particles on the surface of the shell. A microscopic analysis was performed which identify crease smooth. Based on the device analysis the final assessment is: a crease smooth in the posterior side assessed as fold flaw opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: b3, b5, h3, h6.

Event description:
Healthcare professional later reported, "hole, non-specific ruptured."

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "textured" against left device. Later, healthcare professional reported, "hole, non-specific ruptured." The device has been explanted and replaced.